Event description:
A site representative, purchasing department, reported an orange suretrak array with a stripped screw. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. RMA issued. Replacement fighter suretrak ii universal tracker, small passive shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the attachment screw head and screw threads are not stripped. The fighter was easily attached to the mating part. With markers attached and fully seated the fighter returned a good geometry error. No problem found. Fully functional. Device did not cause event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Device manufacturer date provided.